Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information: h4 additional information was requested, and the following was obtained: name of index surgical procedure? Suture of a simple vaginal tear. The diagnosis and indication for the index surgical procedure? Delivery with simple vaginal tear. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal tissue, slightly brittle. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Suture without peculiarity except a slight edema. What instruments were used to grasp the needle? Needle holder present in delivery sets. Where was the needle grasped during use? At the distal edge, at the junction between the wire and the needle. What is the physician¿s opinion as to the etiology of or contributing factors to this event? According to the physician, "I wanted to do an x-point to stop a bleeding. So I'm going deep with the little needle. I know I should have taken a bigger needle but I let myself be guided by a logic of economic reasoning: I think I can do this point with a small needle and the other points I have to do are to do with the small needle and not the big one so I don't want to waste a thread for only 1 points, so I will do it with the small needle by taking my needle as far as possible with the needle holder. It was once my needle pricked when I tried to bring it out that the device gave way and my needle holder came back with only the needle-free thread." What is the patient's current status? The patient goes well, nothing to report. Extract of the operating report - (B)(6) 2024 type of anesthesia: peridural type of intervention: extraction of a needle in the left vaginal wall perineal sutures clinical context: a patient who gave birth to an infant on this day and with a deep grade 2 vaginal tear with broken intramuscular needle and tear of the right great lip. X-ray of the pelvis confirming the presence of the needle in the left vaginal wall. 1. Locating the needle dissection of the vaginal tear extending to the back of the left ischio-pubic branch difficult fluoroscopic marking of the needle grasped with forceps deep dissection to extract it 2. Repair of the vaqinal plane location of the "v" of the vaginal mucosa at the deep level of the rapid vicryl 2/0 tear to the great lip 3. Internal repair of the left lip: vicryl rapid overjet 3/0 4. Internal repair of the right lip: vicryl rapid overjet 3/0 exact count of compresses. No complications. Bleeding <200cc.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Ten unopened samples were received for analysis. Product code vr2253. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the suture of a perinea, the thread pulled off the needle when the needle holder was released. The needle was lost in the patient's perinea. It was impossible to feel or find it. X-rays used to check the presence of the needle in the patient's muscle: the presence was confirmed. Switch to operating room with amplifier for locating and extracting the needle. The needle was retrieved. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What instruments were used to grasp the needle? Where was the needle grasped during use? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?